Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician complained of the accuracy of (B)(4) smart flex 5x120 vas, 80cm self-expanding stent (ses) during use. There was no report of patient injury. The device is not available for analysis.

Manufacturer narrative:
Complaint conclusion updated to include additional information received: a report was received that a physician had complained about the accuracy of the placement of the 80cm 5 x 120mm smart flex vascular stent delivery systems (sds). This physician opted to remove one hundred and eleven (111) of these devices from the hospital shelves. There were no reported patient injuries associated with these events. The products were discarded and are not available for return to the manufacturer. Additional information received indicates that the previously reported 111 devices are an estimate by the affiliate based on their overall perception. They further noted that the customer has no or zero devices on the shelf. The products were not returned for analysis. A review of the manufacturing records could not be conducted without lot numbers. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU) these devices are intended as a treatment for atherosclerotic superficial femoral and proximal popliteal artery lesions. Users are instructed to carefully inspect the product pouch and device prior to use. If it is suspected that the device has been damaged, users are to not use the device. Stent deployment must be performed under fluoroscopic guidance. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.

Manufacturer narrative:
A report was received that a physician had complained about the accuracy of the placement of the 80cm 5 x 120mm smart flex vascular stent delivery systems (sds). This physician opted to remove one hundred and eleven of these devices from the hospital shelves. There were no reported patient injuries associated with these events. The products were discarded and are not available for return to the manufacturer. Multiple attempts to obtain more information about individual patients, vessel characteristics and procedural details were unsuccessful. The products were not returned for analysis. A review of the manufacturing records could not be conducted without lot numbers. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU) these devices are intended as a treatment for atherosclerotic superficial femoral and proximal popliteal artery lesions. Users are instructed to carefully inspect the product pouch and device prior to use. If it is suspected that the device has been damaged, users are to not use the device. Stent deployment must be performed under fluoroscopic guidance. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue.